Manufacturer narrative:
The suspect device returned for evaluation. A physical evaluation of the device was conducted. The tip was then viewed under magnification. The device was received with the tip detached. The complaint is confirmed. It was noted that there was an approximate 2mm section of the tip that appears necked down due to elongation. The elongated section of tip looked to have an acceptable bond that is still intact. The root cause could not be determined however, due to the elongation noted on the returned catheter, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular procedure, the catheter tip detached within the patient. The physician had successfully acquired retrograde arterial access and while removing the catheter from the patient the blacktip detached yet remained on the guidewire. The detached tip was successfully removed together with the guidewire from the patient with no additional consequences to report.